Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - clinical code & health effect - impact code.

Event description:
Additional information received: a. Was there any surgical delay related to the event? If yes, what is the duration of the delay? -yes 30 min. B. Was there any patient consequence related to the event? -there was no consequence for the patient.

Event description:
It was reported that the surgeon had planned to use a corail in the operation. The broach size 12 was very well placed, but when we inserted the implant it would not seat. He took the stem out and used the rasps again, but the implant could not be seated. He decided to change to corail cemented instead.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: description of complaint (please supply specific details): the surgeon had planned to use a corail [product code removed] in the operation, the broach size 12 was very well placed, but when we inserted the implant it was not seated. He took the stem out and used the rasps again, but the implant could not be seated. He decided to change to corail cemented instead. He wants j&j to investigate if the stem has the right dimensions, as he is a skilled surgeon and can't see what he could have done wrong. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was performed and met specifications. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the corail amt sz12 std col would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing: 103177875, rev a. Feature: width of the neck. Specification: 9.73 +/- 0.20 mm. Measured dimension: 9.89 mm. Device used: mitutoyo digimatic caliper ID#: cd78627. Feature: middle length of the implant. Specification: 45.00 +/- 1.00 mm. Measured dimension: 45.70 mm. Device used: mitutoyo digimatic caliper ID#: cd78627. Feature: circumference of the neck. Specification: 13.11. +/- 0.20 mm. Measured dimension: 13.08 mm. Device used: mitutoyo digimatic caliper ID#: cd78627. Device history lot: a manufacturing record evaluation was performed for the finished device product code: l971212, lot number: 4327100, and no non-conformance's / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code: l971212, lot number: 4327100, and no non-conformance's / manufacturing irregularities were identified during manufacturing. Corrected: d4 primary UDI number.